Event description:
It was reported via repair work order that the foot rest would not latch due to a broken mechanism. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.